Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (produced faults) was confirmed. Upon evaluation, the monitor had produced service code 104 - sd card fault and abnormal shutdowns. Upon evaluation, there was extensive contamination inside the monitor which shorted the rear response button. The root cause of the contamination is liquid ingress of an unknown contaminant. Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As received, the charger would not recognize a test battery pack. Upon evaluation, there was contamination on the battery board and the q1 current controlling transistor and the u13 component were shorted on the bedside board. The cause of the inability to recognize a battery pack is the contamination and shorted components. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the contamination. Device manufacture date: monitor: 04/03/2013. Charger: 09/20/2012.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing faults and the patient's charger was not recognizing a battery pack.